Event description:
It was reported that the customer was hospitalized due to high blood glucose of 409mg/dl. The event leading to her admission was thirsty. Troubleshooting was performed. Ran a fixed prime test and the insulin did exit. The caller was not willing to continue testing and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and no delivery alarm tests.